Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
A meter to hcp meter comparison test was made with the reporter getting results of 144 mg/dl and the doctor's meter 181 mg/dl. Time difference between tests was one hour. There were no symptoms. On follow-up, the reporter stated that he had a second meter to hcp meter test, side by side (with another surestep meter) and the results were 90 and 93 mg/dl.